Event description:
During pci procedure, the quantum maverick2 monorail ptca catheter balloon ruptured at around 16 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the tortuous distal right coronary artery (rca). Resistance was met with insertion. All concomitant using products were unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".